Event description:
It was reported that the customer had a high blood glucose but not hospitalize and no delivery alarm during basal, bolus, fixed prim on the insulin pump. The customer's blood glucose level was 600 mg/dl. The troubleshooting was performed. The customer advised to reconnect tubing at quick release and prime a 5 units fixed prime/fill cannula and insulin did exit. It was explained to customer that site may been occluded. The customer was advised to change set and monitor blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.